Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's lead integrity alert triggered. Upon checking, the patient had one impedence above 1000 ohms and some oversensing. The lead remains implanted. There were no patient complications reported as a result of this event. It was further reported that the lead was removed and replaced. During the replacement, a ventricular lead was attempted but not used. A new lead was implanted.